Event description:
It was reported the anvil detached from the stapler after it was opened more than indicated during an unknown procedure. The anvil was left in the patient and the patient later became obstructed, needing further treatment.